Event description:
It was reported in 2002 that during surgery three devices "leaked oil" into the patient. The surgeon was unable to flush the oil from the joint. Smith & nephew was contacted regarding the oil used in the hand pieces. Co notified them at that time the grease used in the hand pieces is non-toxic. Per a follow-up phone message left by the smith & nephew sales representative in 09/02 at 11:45 am, the surgeon was using the inline sagittal saw when it was noticed that oil was leaking from the hand piece. The surgeon switched to the pistol grip hand piece with a sagittal saw module, and again noticed coil coming from the hand piece. (The exact module used in the surgery could not be identified so all three were returned.) The surgeon then replaced the sagittal saw module with the wire driver module and again noticed an oily substance.